Event description:
The customer reported "touch screen does not respond correctly". There was no reported adverse impact to the customer. Customer declined follow-up with customer technical support and was already in process for receiving renewal pump, and no further actions were documented.